Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation surgery with 250cc unspecified saline implants. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 300cc mentor smooth round moderate plus profile saline implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-09912 for the contralateral event.

Manufacturer narrative:
This medwatch report was initially submitted on 09/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. On september 07, 2022, mentor conducted a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the saline implant 250cc had an area of shell abrasion on the anterior view and a tear (a) was found within it, measuring 0.4 cm. In addition, an area of missing material (b) was found on the same view, measuring approximately 1.1 cm x 0.8 cm. Microscopic examination was performed on the edges of the missing material (b), and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the missing material (b) could not be identified. The evaluation determined that the cause of the tear (a) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).